Manufacturer narrative:
Section d9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: pump stop and low speed events were confirmed via the submitted system controller log files. The submitted log files contained partially overlapping events spanning from (B)(6) 2023. Pump stop events with associated low speed and flow alarms were captured on (B)(6) 2023 while the system was supported by the power module or external batteries. Following the reported external driveline replacement procedure on (B)(6) 2023, additional low speed and pump stop events were recorded (B)(6) 2023 while the patient was supported by the power module or external batteries. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similarly reported events, the data captured in the log files is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the low speed and pump stop events could not be conclusively determined through the evaluation. A distal end driveline repair was performed by an abbott technical services representative on 05jun2023. The approximately 19.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing of the driveline as-returned did not reveal any discontinuities or shorts. The driveline was carefully disassembled and visual inspection of the underlying wires did not reveal any breaches or areas of concern. The driveline was then submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The account later communicated that the patient is not a surgical candidate and will remain ongoing on (B)(6) with an ungrounded patient cable. The patient is aware that pump may stop at some point. No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available and discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook is currently available and contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced further low speed and low flow alarms, as well as pump off events. The patient was unable to have a pump exchange or a transplant. While in clinic on batteries a low speed alarm was noted and it was confirmed that the patient did not do anything obvious to instigate the alarm including changing the position of the cord. Log files revealed the pump stops occurred while the patient was connected to the power module and batteries, indicating a phase to phase short. The patient continued on an ungrounded cable at home and was made aware that at some times their pump may stop.

Manufacturer narrative:
Onset of short to shield is reported under MFR # 2916596-2017-03053. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known short to shield first noted in (B)(6) 2017 and had been supported on an ungrounded 14v cable. The patient presented to the emergency department (ed) after having multiple pump off events and low speed advisories overnight while reportedly attached to their ungrounded cable. Their percutaneous lead had a lot of wear and tear with tape and a clamshell repair. Log files captured 13 low speed advisories and 22 pump stops on (B)(6) 2023 and (B)(6) 2023 that occurred on both the power module and on batteries. A percutaneous lead repair was performed on (B)(6) 2023. Log files after repair did not capture any further pump off events.